Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head fell off - oral-b [device breakage]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush head fell off of her oral-b genius 9000 toothbrush. No injury was reported. 10-nov-2024 follow up via digital safety assessment survey: the consumer was a 55-year-old female. No injury was reported. 10-nov-2024 follow up via pictures: the concomitant product was oral-b rechargeable toothbrush handle 3765. The concomitant product lot was bc811032034. No injury was reported.